Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in october 2010 and performed to specification up to 4th december 2011. The device failed several self-tests due to a low battery between the 6th december 2011 and the 14th may 2013. Voltage fluctuations were observed throughout the history log. Multiple manual power ups of ten minutes duration were recorded on the final history log entry date prior to receipt at heartsine between the 6th-16th july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. The self-test fails and voltage fluctuations were due to either the pad-pak not being properly seated in the device, a partially depleted unit may have been installed or intermittent failure of the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.